Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of four reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h10f01037, h10g12065 and h10i30048 with no issues noted during the manufacturing process. Root cause was determined as an exit site infection. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the hp's family reported to baxter that on (B)(6) 2011, the hp was withdrawn from peritoneal dialysis(pd) therapy for unknown reasons, and on (B)(6) 2011, the hp died as a result from the pd withdrawal. On (B)(6) 2011, the pdrn confirmed the death report, and stated that on (B)(6) 2011, the hp was diagnosed with a (B)(6) exit site infection. The cause was unknown, but the hp reportedly refused treatment for the infection which did not resolve. On (B)(6) 2011, the hp was also diagnosed with (B)(6) peritonitis. It was not reported if a pd effluent culture was performed. The reporter stated that the peritonitis and exit site infection events were not related to pd therapy.